Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0195 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that client states that when they were trying slide the oversleeve onto the catheter it wasn¿t passing through. After trying hard, they were managed to pass the catheter, but the tip of the oversleeve¿s silicon part was getting folded inside. Client also states that when they are trying to connect the extension leg and oversleeve, catheter inside the oversleeve is also getting kinked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling the catheter to the two-piece connector resulting in catheter kinking and folding of the strain relief was inconclusive due to the sample condition. A single photograph of an attempted connection between a 4fr s/l groshong nxt catheter and the distal piece of the two-piece connector was returned for evaluation. The proximal end of the catheter appeared to be located near the distal end of the strain relief oversleeve. The resolution of the photograph was poor and therefore, it could not be independently confirmed if the strain relief sleeve had folded inward upon itself. Dimensional analysis, tactile evaluation, and functional testing could not be conducted without the physical sample. Possible contributing factors could include mechanical interference, a damaged catheter/connector, or clinical technique. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The IFU instructs the user, ¿retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿

Event description:
It was reported that client states that when they were trying slide the oversleeve onto the catheter it wasn¿t passing through. After trying hard, they were managed to pass the catheter, but the tip of the oversleeve¿s silicon part was getting folded inside. Client also states that when they are trying to connect the extension leg and oversleeve, catheter inside the oversleeve is also getting kinked.